Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system via a horizontal incision near the vaginal cuff on (B)(6) 2011 during an anterior repair procedure. During a check-up six weeks after the implantation procedure (exact date unknown), the patient presented with minor mesh exposure. Reportedly, the physician did not treat the patient. The patient, who is over 18 years of age, is reportedly doing fine.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.